Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The lesion was pre-dilated with a maverick 2.5x12mm balloon at 10 atms. The physician implanted a taxus express2 2.5x16mm drug eluting stent to the 99% stenosed lesion located in the first diagonal branch of the left anterior descending (lad) artery. Post dilatation was performed with the stent delivery balloon. Timi iii flow was achieved and stent apposition was good. No pt complications were reported. The pt was prescribed panaldine and aspirin. Four days post procedure, the pt complained of chest pain and angiography revealed a thrombosis inside the previously placed taxus stent. The thrombosis was treated with a balloon, unk type and size. Flow was improved and timi iii flow was achieved. No pt complications were reported. Pt status is noted as recovering.